Event description:
Voluntary medwatch received states that the patient had arrythmia. Furthermore, the atrial lead exhibited myopotential over-sensing resulting in pacing inhibition. No intervention was performed. The condition of the patient is unknown.